Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a patient came to the emergency room (ER) six (6) days post procedure after use of three (3) 6-12f mynx control venous vascular closure devices (vcds) complaining of discomfort in the right groin site. Bleeding, inflammation, and sealant extrusion were reported. The site was expressed and the sealant came out of the site and popped when expressed in the right groin when seen in the clinic. Fluid came out of the site. The ER prescribed antibiotics. There was no other reported patient injury. The devices were prepped and used as per the instructions for use (IFU). The procedure was for supraventricular tachycardia (svt) ablation. No heparin or protamine was used. The distance between the access sites was greater than 5mm. One 8f non-cordis sheath and two 7f non-cordis sheaths were used in the right groin and were not downsized. The three unknown sheaths were "clogged" and cleaned out during the case. Hemostasis had been achieved with the use of the vcds during the procedure. The patient was initially discharged the same day as the procedure. An ultrasound was performed at follow up, but not prior to procedure discharge, and no results were provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2428101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Also, a foreign body reaction, which occurs when the sealant is expelled from the tissue tract post deployment, may occur along with the local reaction. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. Access site hemorrhages are a common post-procedural complication and is also listed in mynx control venous IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction and bleeding experienced. However, patient/procedural factors are possible. The events of ¿local reaction,¿ ¿foreign body reaction,¿ and ¿bleeding¿ could not be confirmed as an image of the access site or extruded sealant was not provided. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ the patient brochure also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review, and available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient came to the ER six days post procedure after use of three 6-12f mynx control venous vascular closure devices (vcds) complaining of discomfort in the right groin site. Bleeding, inflammation, and sealant extrusion were reported. The site was expressed and the sealant came out of the site and popped when expressed in the right groin when seen in clinic. Fluid came out of the site. The ER prescribed antibiotics. There was no other reported patient injury. The devices will not be returned for evaluation. The devices were prepped and used as per the instructions for use (IFU). The procedure was for supraventricular tachycardia (svt). No heparin or protamine was used. The distance between the access sites was greater than 5mm. One 8f non cordis sheath and two 7f non cordis sheaths were used in the right groin and were not downsized. The three unknown sheaths were "clogged" and cleaned out during the case. Hemostasis had been achieved with the use of the vcds during the procedure. The patient was initially discharged the same day as the procedure. An ultrasound was performed at follow up, but not prior to procedure discharge, and no results were provided.